Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had unsteady mouthpiece/connector defects. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was observed in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the mouthpiece is loose, due to clogging of the nozzle the water removal ability did not meet the standard value, due to damage on the up/down knob the water tightness was lost, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip and a crack and a discolored area, switch 4 had wear and no longer worked due to damage, the objective lens has a crack, the plastic distal end cover was dirty, the protector of the universal cord on the scope connector side had a scratch, the protector of the universal cord on the control section side had a scratch, the indication on the scope connector was peeled, and the connecting tube had a scratch. The customer cleaned, disinfected, and sterilized the device and flushed the air/water nozzle with air/water and detergent, wiped/brushed the air/water nozzle with a lint free cloth, brush or sponge with no abnormalities observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.